Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 73.2cm distal of the strain relief. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported broken shaft as the hypotube was separated.

Event description:
It was reported that shaft break occurred. The target lesion was located in the tortuous distal right coronary artery. After a synergy stent was implanted, a 2.25mm x 12mm nc emerge balloon catheter was advanced for post-dilatation. The device did not move as expected and when the physician removed the device, the distal 30-40cm of the device remained in the patient. The detached shaft was trapped in the guide catheter using another balloon and the entire system was successfully removed from the body. There were no patient complications reported.

Event description:
It was reported that shaft break occurred. The target lesion was located in the tortuous distal right coronary artery. After a synergy stent was implanted, a 2.25mm x 12mm nc emerge balloon catheter was advanced for post-dilatation. The device did not move as expected and when the physician removed the device, the distal 30-40cm of the device remained in the patient. The detached shaft was trapped in the guide catheter using another balloon and the entire system was successfully removed from the body. There were no patient complications reported.